Event description:
As reported by the user facility: female patient. Procedure performed. Experienced no difficulty placing catheter. Required surgical removal by opening up the axillary area. Catheter was found to be knotted. Additional information provided by the facility indicated the surgery to remove the catheter was performed without incident and the patient has not suffered any additional adverse sequela associated with this incident. It was also reported the physician advanced the catheter 6cm, during the initial procedure.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. However, two photographs of the knotted catheter were returned, along with an unused representative catheter sample. There were no visual manufacturing defects noted on the returned unused catheter. The photo depicted the catheter looped and knotted in several places. Incidents of this nature can generally be attributed to excessive catheter threading which increases the likelihood of entanglement. Based on the photograph analysis and the additional information provided by the facility, it appears that the catheter may have been threaded too far into the axillary area. However, without the actual sample, no specific conclusions can be drawn. The unused sample and the photographs along with all available information has been forwarded to the manufacturer b. Braun for further evaluation.